Manufacturer narrative:
A getinge service territory manager (stm) was not dispatched to investigate the issue because the stm spoke with the biomed, the biomed said that they believe there were two gaskets on the helium tank, which would allow helium to leak out and a hissing sound would be heard. They have not had an issue with the device since then. Three gfe attempts were made to the biomed to obtain additional information but no response has been received, therefore this complaint is being closed. If information is received, we will reopen and update the complaint. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). Evaluation not requested by complainant.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a hissing noise coming from the helium drawer. They did an iab fill and changed the helium tank and did not hear any more hissing. The rn for the doctor, who changed the tank who stated the ¿o¿ ring had remained in place and had no issues when changing the tank. No patient harm, serious injury or adverse event was reported.